Event description:
Patient implanted with a straumann dental implant on (B)(6) 2024. On (B)(6) 2024 began experiencing bad headache, chills, shaky, no appetite extreme fatigue, fever, and acting withdrawn. Contacted oral surgeon who implanted the device and visited on (B)(6) 2024, surgeon mentioned possible autoimmune stress response. The implant remained in place, not loose, gums not inflamed, nothing to indicate infection. On (B)(6) 2024 the patient began experiencing scalp sensitivity. On (B)(6) 2024 patient went to primary doctor, recommended cat (computed axial tomography) scan and bloodwork (B)(6) 2024 - called back oral surgeon and recommended to go to emergency room - went to emergency room and patient received a cat scan of head, chest x-ray, basic blood work, and was administered IV (intra venous) fluids, sodium and tylenol. (B)(6) - headache has subsided but all other symptoms remain with no improvement called straumann on (B)(6) to report the event ¿ straumann was unwilling to take any information regarding the complaint, they stated they would only take the information from the surgeon. I will be contacting the surgeon to follow up.